Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The user reported that this issue has occurred with other infusion sets within the same box, but could not specify how many.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.